Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and was confirmed during lead revision in which it was found out that the lv lead was pulled back into the superior vena cava. A few days prior to revision, it was noted that the lv lead was not capturing. Also, it was likely the patient was twiddling in which the patient admitted on pulling out a stitch. The lv lead was explanted and was discarded thereafter. No additional adverse patient effects were reported.